Event description:
According to the reporter, during a laparoscopic gastric bypass revision, on stomach stapling, the stapler pushed the tissue out of the jaws as it was firing. Malformed staples were deployed. Only a few malformed staples made it partially into tissue, and were successfully removed. There was no staple line on tissue to fix. The surgeon used another reload with a thicker tissue indication to resolve the issue. There was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.